Manufacturer narrative:
A stryker technician evaluated the customer's device and was able to verify and duplicate the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) determined that the shorted transistor q8 on the therapy pcb was causing the event codes and device not delivering energy. An additional event code was further noted related to a potential issue of the device to deliver energy. It was determined that the cause of the reported issue was due to a broken r45 on therapy pcb assembly.

Event description:
A customer contacted stryker to report that their device logged event codes logged in the device's memory. The event code logged is related to a potential issue of the monophasic shock delivery and failure of device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device logged event codes logged in the device's memory. The event code logged is related to a potential issue of the monophasic shock delivery and failure of device to deliver defibrillation energy . As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.